Manufacturer narrative:
The subject gif-hq290 was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation is in progress. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device: [first time; (B)(6) 2019]: suction channel and/or instrument channel: pseudomonas aeruginosa (5cfu). [Second time; (B)(6) 2019]: a part of the device not identified: pseudomonas aeruginosa (13cfu).: pseudomonas aeruginosa (13cfu). The device had been reprocessed with endoclens d using phtharal. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device was returned to olympus medical systems corp. For evaluation. In the evaluation, omsc confirmed the followings; insufficient angulation range for specification. Missing the glue on the bending rubber. Scratches on the inside of the instrument channel. Foreign materials on the universal cord, the suction cylinder, and the instrument channel port. The exact cause of the reported event could not be conclusively determined. The subject device is planned to be repaired.